Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found.

Event description:
It was reported over the last several checks, the patient has had an increasing capture threshold with the lead. Consequently, a lead revision was recommended and completed: lead excised and replaced. No patient complications have been reported as a result of this event.